Event description:
It was reported that the ilet displayed malfunction alert 61 and was replaced, with the user advised to revert per guidance; the issue was associated with a device mechanical problem. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.